Event description:
Reported blood glucose results of "240 mg/dl, 130 mg/dl, and 160 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter and test strips have been replaced.